Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced loss of therapy. System diagnostics determined high impedances on the lead. Subsequently, the patient underwent surgical intervention where in the lead was explanted and replaced which resolved the issue. Reportedly, effective therapy was restored postoperatively. The physician electively explanted the ipg to take an advantage of the advanced technology.